Manufacturer narrative:
Lead: model 3998, lot# lb1403, implanted: 2003 (B)(6), explanted: na. Extension: model 7495lz51, serial# (B)(4), implanted: 2002 (B)(6), explanted: na, extension: model 7495-51, serial# (B)(4), implanted: 2002 (B)(6), explanted: na. Programmer: model 7435, serial# (B)(4).

Event description:
It was reported that impedances of over 4,000 ohms were seen on electrodes 4 through 7. 4 through 6 were out of range in the operating room, and 4 through 7 were out of range post-operatively with no stimulation response. The patient felt stimulation on electrodes 0 through 3. It was noted that a 2x4 pocket adaptor was being used. Pre-operative impedances were not known as the previous battery had been depleted for five months. Additional information has been requested, but was not available as of the date of this report.